Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6229728; medical device expiration date: 2017-08-31; device manufacture date: 2016-08-16; medical device lot #: 6074611; medical device expiration date: 2017-03-31; device manufacture date: 2016-03-14. Bd received (B)(4) samples (8 from lot number 6074611, and 3 from lot number 6229728) from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for no or low draw with the incident lots was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that the bd seditainer¿ 4nc 0.105m 1.26 ml blood collection tubes were not filling up. No injury or medical intervention reported.